Event description:
The pt was doing well post-op, then on an office visit reported to physician that they felt a snap in back. The rods at the thoracolumbar junction had fractured. The pt needed to return to surgery for repair due to the rods breaking.